Event description:
Event description guidant received information that an invasive procedure was performed, as a result of occasional intermittent loss of capture, due to suspected issue with the competitive ventricular lead's placement. As the ventricular lead was removed from the pacemaker header, the tightening setscrew did not function properly. The device was then removed and successfully replaced. The chronic lead was surgically abandoned and replaced. There were no adverse patient effects reported.